Manufacturer narrative:
Discussion. The incident, involving the patient's fall was evaluated for possible cause of hip dislocation and femoral head dissociation. The bipolar head most likely dislocated from the acetabulum due to the patient falling prior to entering the emergency room and prior to manipulation. The ER doctor's attempt at manipulating the hip, most likely lead to component dissociation, however this would have been unrelated to the incident of the patient falling. Radiographs confirmed a dislocated hip in the ER, but it was not reported whether the radiographs were taken before or after manipulation. Radiographs also confirmed a partial femoral head dissociation, but did not confirm the cause due to the patient falling or manipulation. Due to the lack of information on how or why the patient fell, it is unknown what mechanism caused the bipolar head to dislocate from the hip socket. The preassembled bipolar head and chs stem were apparently functioning as intended prior to the fall. The DHR review revealed no abnormalities pertaining to qc inspection or processing of the implant components used in primary surgery. Post-op radiographs at time of primary surgery were not retrieved and thus it was not possible to assess component assembly and positioning at time of primary surgery. Furthermore, it was not possible to assess whether the femoral dissociation occurred before or after manipulation leading up to revision surgery. In summary, the actual cause of the bipolar head dislocation from the hip socket and femoral head dissociation from the bipolar head remains inconclusive.

Event description:
Bipolar was put (implanted) in patient on (B)(6) 2019. Patient fell on (B)(6) 2019. Patient went to ER (emergency room) on (B)(6) 2019. My understanding from dr. (B)(6) is that the patient was dislocated when she came in. The ER doctor on call tried to manipulate hip to get back into place.